Manufacturer narrative:
(B)(4). Batch #: v95d1p. Additional information was requested and the following was obtained: during device analysis, it was found the upper jaw broken at the closure slot. Not all pieces were returned with the device -did any of the missing pieces fall into the patient? If yes, were they retrieved? No parts fell into the patient. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with the upper jaw broken at the closure slot. Not all pieces were returned with the device. The device was connected to the generator and it was recognized. Because the jaw was damaged not all functional testing could be performed with the generator. The jaws could not close fully. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances related to the reported complaint condition were identified. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event.

Event description:
It was reported that during a hysterectomy the enseal stopped working. The surgery was delayed 5 minutes. The procedure was completed successfully. There were no patient consequences.